Event description:
It was reported that during a post-implant interrogation, a max charge time limit reached alert was observed. The timeout was noted to have occurred before the device was implanted and followed by normal charge times. The alert was cleared and the device remains implanted. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.